Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Event description:
The initial reporter stated that the display of the coaguchek xs meter serial number (B)(4) was very faint. The reporter also stated that there was an error on the meter. The reporter performed a display check of the meter and was able to see "888" in the result field of the display, so there were no missing segments. When trying to access values from the meter's memory, the reporter was unable to correctly interpret the number values. There was no allegation of an adverse event. The reporter's product was requested for investigation and replacement product was sent to the reporter.